Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: d144vrc implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) was explanted and replaced with a new device and the rv lead remains in use. No further patient complications have been reported as a result of this event.